Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore a DHR review could not be conducted. Half segment of the catheter was returned for investigation. Visual inspection on the returned sample showed no obvious contamination, sign of damage, degradation or design abnormality was observed. All the components appeared to be intact and in good condition. Attempt to inflate the balloon using syringe with a needle failed indicating that balloon was leaking. Balloon was then re-inflated with color water to identify the leakage area. Upon inflation with color water, the color water was seen to ooz out through a small hole on the balloon sleeve. The raw balloons are subjected to 100% visual inspection. Defective raw balloons will be culled out before sent to the next process. All foley catheters are then subjected to leak tests, whereby the balloons would reveal any irregularity or imperfections on the balloon wall. Based on the above investigation, there is no non-conformance within the product that may contribute to tear balloon. No sign of cracks, bubbles, weak spot or others abnormalities on the balloon surface which could contribute by manufacturing that may cause the balloons to tear. Thus this complaint cannot be confirmed.

Event description:
Alleged event: the balloon split but did not burst; it deflated. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the balloon split but did not burst; it deflated. The patient's condition was reported as fine.